Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision done due to painful hip. They took out the stem, neck, head and poly. They replace the poly. Products no revise: product: dsbfgd52 dynasty® bf shell 52mm group d, lot: 1502022, qty: 1